Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that recharger will not charge. The patient reported recharger wouldn't charge the implant. No symptoms were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. Patient reported cause of not being able to charge implant was due to wiring and charger not being able to charge. Patient indicated actions/interventions take to resolve patient's issue(s) they received a replacement recharger. Patient's weight at the time of event was (B)(6).